Manufacturer narrative:
Device details are unavailable at the time of this report, this report is submitted on june 07, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced headaches and discomfort with device use. Subsequently, the device was explanted on (B)(6) 2017. It is unknown if there are plans to reimplant the patient with a new device.